Event description:
A customer reported that the t: slim x2 pump battery was not charging despite attempts to use different wall adapters and leaving it plugged into a working outlet for an extended period. During troubleshooting, it was noted that a power source alert had previously occurred, and the customer was using a third-party wall adapter instead of the tandem wall adapter. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to send a replacement charging cable and wall adapter.